Manufacturer narrative:
. G4: based on the product description, the 510(k) is likely k130293 or k132020. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving a four-vessel fenestrated endovascular aneurysm repair via bilateral percutaneous femoral access, another manufacturer's stent was moved as the user attempted to flare the stent with an unspecified 8x20 cook balloon. After the endograft was deployed, the branch vessels were cannulated. Another manufacturer's 6x28mm stent was deployed under fluoroscopic guidance in the left renal artery, which was less than or equal to fifty-percent stenosed, with an inner vessel diameter of 23-millimeters. Per the reporter, as the user advanced the cook balloon to flare the deployed stent, the balloon ¿dragged the stent forward¿ into the left renal artery and disconnected the stent from the fenestration. A second stent was placed to realign the first stent and bridge the gap between the first stent and the fenestration. The second stent was flared into the fenestration. All intended devices were successfully deployed during the case, all delivery systems were successfully withdrawn, and all devices were patent at the end of the case. There were no unanticipated corrective interventions required during the procedure, and no type I or iii endoleaks were noted around the renal artery upon completion of the case. A type iiic endoleak was noted the day after the procedure, between the fenestrated device and the stent in the left renal artery. Per the reporter, the endoleak is considered possibly related to the other manufacturer's stent and the procedure. A secondary intervention with additional balloon angioplasty/flaring was performed to treat the endoleak, which resolved the same day. The endoleak did not result in a serious deterioration in health.